Event description:
Product problem: partial jacket retraction. It was reported that the jacket could not be retracted. High jacket retraction forces were encountered. The device was removed successfully from the patient and a second device was used.